Event description:
It was reported to philips that rotational movement failed. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure was undergoing when the issue occurred, and the procedure completed by restarting the system. The philips field service engineer (fse) visited onsite and confirmed that the 5spc was malfunctioning. To resolve the issue, fse replaced the arc rotation motion controller. After replacement of rotation motion controller, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by after restarting the same system. The device has no issue, after restart the procedure is completed. This event would not be reportable. The codes were updated based on the investigation outcome.